Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited farfield oversensing of the p wave on the left ventricular (lv) lead channel. Additionally, lv pacing was intermittently inhibited. Technical services (ts) was consulted and recommended reprogramming options. Further information from the field was requested but unavailable. No adverse patient effects were reported. This system remains in service.